Event description:
Reporting status: malfunction. Reporting rationale: this mislabeling may impact device tracking. Device issue: mislabeled. On december 22, 2008, abbott vascular's internal rework department identified one out of two administratively returned units that had the incorrect balloon size on the sidearm. The part number is 1010154-18, lot number 6092231, mini vision otw 2.5x18 mm us. A nonconforming material report was initiated on december 23, 2008. The two units were received back to abbott vascular's rework department on december 22, 2008, with no customer complaint. These units were returned and identified for repackaging via abbott's returned goods process. During the quality control inspection of the repackaging process, it was discovered that one of the units contained a proximal adaptor (sidearm) that did not match the product size on the label. All labels (chipboard box and pouch) stated that the product size was a 2.5 x 18 mm. The size marked on the proximal adaptor was 2.25 x 23 mm. The nominal stent outer diameter and balloon working length measurements were taken on the part to confirm the product size to be 2.5 x 18 mm. Therefore, the size marked on the proximal adaptor was incorrect, but the product and all other labels on the product were correct. This is believed to be an isolated event and does not involve any additional product from this lot.

Manufacturer narrative:
Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: during the quality control inspection of the repackaging process, it was discovered that one of the units contained a proximal adaptor (sidearm) that did not match the product size on the label. All labels (chipboard box and pouch) stated that the product size was a 2.5 x 18 mm. The size marked on the proximal adaptor was 2.25 x 23 mm. The nominal stent outer diameter and balloon working length measurements were taken on the part to confirm the product size to be 2.5 x 18 mm. Therefore the size marked on the proximal adaptor was incorrect, but the product and all other labels on the product were correct. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.